Event description:
It was reported by the aci sales professional that a male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no pvd/calcium in the vicinity of the access site, and the vessel size bigger than 5 mm. Following the procedure, the physician who was in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that after the physician shuttled down, the physician could not withdraw the sheath to complete the deployment. The physician removed the device, and converted the pt to approximately 15-20 minutes of manual compression. Hemostasis was achieved, with no reported complications. The pt was ambulated and discharged to home the same day, with no reported clinical sequela.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1212804) indicated that the device lot met all established performance criteria prior to shipment.